Event description:
It was reported that the deep brain stimulation (dbs) patient received the early replacement indicator (eri) message after being implanted for approximately two years. The physician did not typically implant the boston scientific system; as such, they did not have the equipment necessary to check the energy use index (eui), but it was noted that the patient was not a high energy user. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced. The device was not returned as it was retained by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.